Manufacturer narrative:
Product ID: 748940 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 389033 lot# v006603, implanted: 2006 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information stated "there were no malfunctions seen." It was further reported that the leads were "revised" and the patient was "doing well."

Event description:
It was reported, the patient had a loss of stimulation approximately two months prior to report. It was also reported, before the loss of stimulation, the patient was able to manipulate the stimulation by applying pressure at the device implant site. There were no known falls or trauma reported. It was reported an impedance test was done at 0.7 volts and it showed some impedances greater than 4,000 ohms. It was also reported, the patient received no stimulation up to 10.5 volts and their device battery voltage was set at 3.82 volts. The patient was reportedly reprogrammed using electrodes 1 and 2 and the patient still felt no stimulation up to 10.5 volts. A second impedance test was done at 0.7 volts and it was reported most of the electrode pairs showed impedances greater than 4,000 ohms. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).